Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown, however two unique identifiers were reported for this patient on 04/05/2017 (contact lens powers -2.75 and -2.25 ). At the time of this report, it is not known which contact lens power is associated with the event. This report is being submitted to represent the contact lens power of -2.25 reported. A previous report has been submitted under manufacturer's reference number 2017-29642 to represent -2.75 contact lenses reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an optician that, a patient, having worn this type of contact lenses for many years, was diagnosed with ulcer on( B)(6) 2017. No additional information is available at this time; additional information has been requested but not yet received. Additional information was received via email on 04/12/2017. The optician reported that only the left eye was affected and prescribed an unspecified medication; treatment modality and duration were not provided. It was also reported that the patient's left eye peripheral nasal had a scar. At the time of this report, the patient was not wearing lenses anymore. No further information has been received.

Manufacturer narrative:
The previously reported contact lens power of -2.75 contact lens was not confirmed to be part of the complaint and is not considered a suspect product in the reportable event previously submitted on 04/26/2017. Please reference manufacturer report number 1065835-2017-00010 for information regarding the reportable event that occurred. (B)(4).